Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated that the lift would raise but would not lower even if you pulled on it to lower.